Event description:
Suspected contamination of pt due to mother's breast implants. Child suffers unexplained physical problems which have not been thoroughly medically examined due to expense of medical treatment. Child has suffered from migraine headaches (unexplained) off and on for the past several yrs. Also sensitive stomach. He was diagnosed approx 1992 or 1993 with underdeveloped muscles in knee. He seems to be very weak muscularly for 13 yr old boy. Suffered with legs aching for several yrs (rptr assumed growing pains) until dr diagnosed muscle problems.